Event description:
At 0525, console that runs ventricular assist device started alarming. The patient's left ventricular assist device was not emptying correctly. Pump function did not improve with console manipulation. Replaced pump with back-up console.